Event description:
The end users reported that two weeks ago, she developed an ulcer on her peristomal skin. The ulcer is 13 mm in size and located under flange. She stated that she has a hernia and the flange seems to be applying pressure to that area. Advised to apply stomahesive powder and crust with barrier wipes. It was also reported "the ulcer was not graded."

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).